Event description:
An unauthorized service representative informed pelton & crane of an incident involving a 12-year-old validator 10 sterilizer. The service technician allegedly claims the door blew open under pressure. The doctors office told him that they heard a loud noise and went into the room where the sterilizer was located and found the sterilizer door open.